Event description:
It was reported that during implant the left ventricular lead exhibited unacceptable thresholds and the patient experienced phrenic nerve stimulation. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.